Event description:
Rn went into the room to answer an IV alarm and found the IV cap was disconnected from the t connector, the nono sleeve was saturated in blood and there was blood on the bed. The cap was replaced, the IV flushed well and the line was re-attached. Second rn had been in the room previously and placed the nono sleeve. She had checked all the connections and they were intact.